Manufacturer narrative:
Philips received a complaint on the heartstart xl indicating that the operational check failed, battery alarm. There was no reported patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to a battery failure. The reported problem was resolved by the customer, after replacing the battery, and the device was successfully returned to service. The device remains at the customer's site. No further action I swarranted at thie time. H3 other text : reported problem was resolved by the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed the self-test due to a battery alarm. There was no reported patient involvement.